Manufacturer narrative:
Originally it was reported that the physician believed it may have been due to procedure/patient condition and unlikely due to a biosense webster, inc. Malfunction. Additional information was received on (B)(6) 2019 stating that after following up with the physician, it was not believed that the patient suffered a stroke as a result from the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) procedure with a thermocool smart touch sf bi-directional navigation catheter and suffered cerebrovascular accident the next day. There were no issues during the procedure and the patient was stable during the procedure. The patient's condition is unknown. There is no information about the hospitalization and if any intervention was performed. Physician believes it may have been due to procedure/patient condition and unlikely due to a (B)(4) malfunction. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.